Manufacturer narrative:
(B)(4), date sent: 3/9/2021, d4: batch # u5eh1k, h6: component code: mechanical(g04), others(g07). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and without reload present. No functional test was performed due the condition. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. The event described could not be confirmed as the reload was not returned back. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a nephrectomy procedure, the device was closed down on a lap sponge and when it was opened, it was noticed that the anvil side of the cartridge was bent upward. Another like device was used to complete the procedure. There was no adverse consequence for the patient.